Manufacturer narrative:
A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. Service history was reviewed for the system. A service record relevant to the reported complaint was found. Service record was opened to address the reported event. Per the sr, representative (ar) performed an on-site assessment and confirmed system message (sm) 403 in the system event log. However, the ar was unable to replicate the issue while on-site. The ar performed a wipe and reload of all software and settings. The system was then tested per the service test procedure (stp) and found to meet specifications. Customer reported that their displayed a ¿blue screen¿ and had loss of surgical functionality. Per the sr, an ar performed an on-site assessment and confirmed sm 403 in the system event log. However, the ar was unable to replicate the issue while on-site. The ar performed a wipe and reload of all software and settings. The system was then tested per the stp and found to meet specifications. Based on the information available, the customer reported event cannot be confirmed. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. The root cause of the reported event is inconclusive. Therefore, no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to confirm (via event log revie) but was unable to replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The customer reported event cannot be confirmed. Thus, based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that ophthalmic operating console screen was turned to blue and displayed error code 403, loss of surgical functionality during surgery and no patient harm. Procedure was completed after restarting system. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).